Event description:
Patient had seeg surgery on thursday (B)(6) 2025. After explanting electrodes in the or surgically the patient was sent for a CT scan (routine procedure for the hospital).. There were no issues during removal of the electrodes, they were explanted without incident. The scan revealed that a metal fragment remained in the brain. Scans prior to implant did not show that the metal fragment existed so it was assumed that this was part of the electrode.

Manufacturer narrative:
Dr. (B)(6) and others did try to locate the explanted electrodes to examine for missing pieces however, they had been disposed of and they could not locate them in the garbage. The patient was fine and did not suffer any deficits so the decision was made to leave the metal fragment in the brain. The surgeon and dr. (B)(6) explained that the metal fragment may not be able to be removed from the brain as the removal could result in damage to the patient due to the location of the metal fragment. The imaging that was done prior to seeg surgery clearly showed no metal fragment existed prior. The customer was informed of our product limitations of intended temporary (29 days or less) use. The surgeon and doctor were comfortable with the decision to leave it.

Manufacturer narrative:
Dr. (B)(6) and others did try to locate the explanted electrodes to examine for missing pieces however, they had been disposed of and they could not locate them in the garbage. The patient was fine and did not suffer any deficits so the decision was made to leave the metal fragment in the brain. The surgeon and dr. Boro explained that the metal fragment may not be able to be removed from the brain as the removal could result in damage to the patient due to the location of the metal fragment. The imaging that was done prior to seeg surgery clearly showed no metal fragment existed prior. The customer was informed of our product limitations of intended temporary (29 days or less) use. The surgeon and doctor were comfortable with the decision to leave it. Updated 03/14/2025: the post op scans showed a metal remnant that was not there in the pre op scan. The scans provided by the hospital confirm the complaint. The electrodes were discarded and they were unable to confirm the electrodes complete. Without confirmation of the source of the metal fragment, no root cause can be identified. There are no corrective actions.

Event description:
Patient had seeg surgery on thursday (B)(6) 2025. After explanting electrodes in the or surgically the patient was sent for a CT scan (routine procedure for the hospital).. There were no issues during removal of the electrodes, they were explanted without incident. The scan revealed that a metal fragment remained in the brain. Scans prior to implant did not show that the metal fragment existed so it was assumed that this was part of the electrode.